Manufacturer narrative:
All available information was investigated, and the reported broken gripper line was confirmed via returned device analysis. The reported difficult imaging, difficult leaflet grasping, clip caught on chordae, and single gripper actuation issue could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult leaflet grasping, clip caught in chordae, and gripper line break were unable to be determined. The reported single gripper actuation issue was likely a cascading event of the reported broken gripper line. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3, prolapsed anterior and posterior. Two clips were successfully implanted. To further reduce mr, an additional clip was inserted grasping was performed. It was noted that there imaging was difficult and the leaflets were unable to be grasped. After several attempts, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. To confirm a gripper line break, the cap and screw of the gripper lever was removed and the gripper line was able to be removed without any resistance. The clip was unable to be removed, due to the clip being caught in the chordae. The physician decided to deploy the clip in the chordae. Mr remained a grade of 3. There was no clinically significant delay.